Event description:
It was reported, the peripheral puncture intravenous catheter groshong found leakage when pre-flushing, which made it impossible to puncture the patient and delayed treatment. The catheter had to be re-opened for the patient to use. Termination of the catheterization process due to hcp, the need to reestablish a sterile barrier, and the patient's treatment time was delayed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed water droplets on the catheter tubing and on the surface beneath the catheter, suggesting a leak in the catheter; however, no damage to the catheter could be discerned in the returned photograph. Some use residue was observed on the sample in the returned photograph, and a stylet was observed to be within the catheter. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, the peripheral puncture intravenous catheter groshong found leakage when pre-flushing, which made it impossible to puncture the patient and delayed treatment. The catheter had to be re-opened for the patient to use. Termination of the catheterization process due to hcp, the need to reestablish a sterile barrier, and the patient's treatment time was delayed. No other information was provided.